Event description:
The alarms had been resolved by restarting the device. There were no reported patient consequences. Previous reports of s3 alarms for this hospital were reported under MFR #s: 3003306248-2025-00312 and 3003306248-2025-00313.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of several centrimag consoles displaying s3 alarms was not confirmed. There were no photos or log files submitted for review. The centrimag motor was not returned for analysis. The provided information stated that the ECMO nurse informed that they had s3 alarms on their centrimag consoles. There was no specific serial number mentioned, just that several consoles have had this issue. At this point no consoles will be sent in. Additional information stated that there were no reported patient consequences, the event resolved after the console was restarted, and there were no log files captured. A root cause for the reported event was unable to be conclusively determined. The device history records could not be reviewed due the serial number of the centrimag motor being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual (rev. D) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. D) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual (rev. D) section 4 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. D) section 9.2 "maintenance following each patient use" states to clean the exterior of the console with bactericidal solution by spraying the solution on a cloth and wiping off the unit after disconnecting from ac power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: there is no patient involvement. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were many problems with s3 alarms on centrimag consoles.